Manufacturer narrative:
Updated fields: b4,d8, d9,d10, g3, g6, h2,h3, h6(component code), h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4, g1, g3, g6, h2, h6, h11 corrected fields:e1 (initial reporter name and email).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1, the full event site name is hca- (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use intra aortic balloon (iab) ruptured and blood back via helium line of cardiosave intra aortic balloon (iab). There was no patient harm or injury.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 . A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed the reported issue. The fse determined that the blood did not progress beyond the pneumatic module assembly, noting that the residual blood was minimal, dry, and did not pass the safety disk. After a full inspection of the unit, the fse concluded that only the pneumatic module assembly required replacement. The contaminated pneumatic module assembly was replaced, after which the fse verified that the unit was properly calibrated, passed all functional and safety testing per factory specifications, and returned the iabp to the customer.